Event description:
Case reference number: (B)(4) is a spontaneous report sent on 08-oct-2025 by a nurse practitioner concerning a 46-year-old female patient. The medical history of the patient included asthma, anxiety, migraines, cold sores, visual snow syndrome, suspected polymorphous light eruption, which could be an autoimmune condition, allergy to erythromycin and ceclor, and hay fever. Concomitant medications included seroquel [quetiapine fumarate] and symbicort [budesonide, formoterol fumarate]. No information about previous filler treatments has been provided. On (B)(6) 2023, the patient received treatment with 2 vials of sculptra (lot: 3j2482) to unknown location in the deep dermis using a cannula with an unknown injection technique. Each vial of sculptra was diluted with 8 ml of normal saline [sodium chloride] and 1 ml of lidocaine [lidocaine hydrochloride]. The sculptra was diluted with normal saline/injected using cannula (intentional device misuse). On (B)(6) 2023, the patient received treatment with 2 vials of sculptra (lot: 3j3072, expiry date may-2026) to unknown location in the deep dermis using a cannula with an unknown injection technique. Each vial of sculptra was diluted with 8 ml of normal saline and 1 ml of lidocaine. On (B)(6) 2024, the patient received treatment with 2 vials of sculptra (lot: 3j4235) to unknown location in the deep dermis using a cannula with an unknown injection technique. Each vial of sculptra was diluted with 8 ml of normal saline and 1 ml of lidocaine. The patient was given all appropriate post-treatment instructions, including the importance of massaging using the 5/5/5 method. The patient reported that she performed the massage as advised. Between on (B)(6) 2024 to on (B)(6) 2025, the hcp saw the patient for her regular neuromodulator treatments, and there were no complaints of nodules. On (B)(6) 2025, the hcp saw the patient who complained of some nodules/lumps (implant site nodule) in the injected area. These were palpable nodules with no signs of infection, erythema, heat, or tenderness. The hcp treated the area with normal saline and advised massage for 5 minutes, 5 times per day for 14 days, and to return to the clinic. Two weeks later, in 2025, the patient returned to the hcp, who again treated the area with normal saline and advised massage. On (B)(6) 2025, the hcp saw the patient, and the nodules remained. The hcp treated her with small aliquots of kenalog [triamcinolone acetonide] 10mg/ml into the nodules and again advised massage using the 5/5/5 method. Two weeks later, in 2025, the patient returned to hcp, who again treated the area with normal saline and advised massage. On (B)(6) 2025, the patient returned to the hcp. The larger nodules had broken up into many smaller lumps. The patient reported that she had manually drained one of the nodules and expressed white fluid out of it. The hcp did not observe any evidence of an abscess, and there was no erythema or heat. The patient was clinically well. The hcp again administered kenalog 10mg/ml in small aliquots to the larger nodules and advised massage. Two weeks later, in 2025, the patient returned to hcp, who again treated the area with normal saline and advised massage. On (B)(6) 2025, the patient returned to hcp, and the nodules were slightly smaller. She experienced some tenderness (implant site pain) from the massaging, but there were no signs of infection. The area was again treated with normal saline. Two weeks later, in 2025, the patient returned to the hcp and observed that some nodules had improved. The hcp started to notice signs of atrophy (implant site atrophy) in some areas where the nodules had resolved. The hcp did not treat the patient again with steroids and decided to wait and watch. On (B)(6) 2025, the patient returned to consult a medical aesthetician, as suggested by the reporting hcp, for an opinion. She did not receive any treatment other than ceulluma led light therapy, and the lumps persisted. During this appointment, the patient disclosed a history of polymorphus light eruptions. The patient expressed concern about the atrophy that had occurred due to the steroid treatment. At this point, she did not want excision, and the hcp also believed it was not necessary. Outcome at the time of the report: nodules/lumps was recovering/resolving. Tenderness was unknown. Atrophy was unknown. Sculptra was diluted with normal saline/injected using cannula was recovered/resolved. Tracking list: v.0 initial. V.1 batch record review investigation results were obtained on 03-nov-2025.

Manufacturer narrative:
Company comment: the serious event of nodule at implant site and the non-serious events of pain and atrophy at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause is the treatment procedure or a foreign body reaction to the product within the local tissue. The event of pain at the implant site was secondary to massage, while the event of atrophy at the implant site was secondary to steroid treatment administered to address the nodule. Sculptra was intentionally misused with regards to cannula use and reconstitution. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot numbers: 3j2482 and 3j3072 are valid and verify the product. However, it was noted that the expiry date for lot: 3j2482 (april 2024) is inconsistent with the correct expiry date (30 april 2026). Lot number: 3j4235 is invalid and cannot be used to verify the reported product. Follow-up attempts to investigate this discrepancy have been performed. To date, three medical complaints have been reported for the lot number: 3j2482 including this case, while there have been two medical complaints reported for the lot number: 3j3072, including this case. A batch record review was performed for each lot number. Sanofi confirmed that no quality issues were identified in the overall manufacturing process of the specified batches. The batches conformed with the cgmp and met the specification requirements. The information in this case does not indicate a non-conforming product or malfunction. Therefore, the performed investigations are considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Manufacturer narrative:
Company comment: the serious event of nodule at implant site and the non-serious events of pain and atrophy at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause is the treatment procedure or a foreign body reaction to the product within the local tissue. The event of pain at the implant site was secondary to massage, while the event of atrophy at the implant site was secondary to steroid treatment administered to address the nodule. Sculptra was intentionally misused with regards to cannula use and reconstitution. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot numbers 3j2482 and 3j3072 are valid and verify the product. However, it was noted that the expiry date for lot 3j2482 (april 2024) is inconsistent with the correct expiry date (april 2026). Lot number 3j4235 is invalid and cannot be used to verify the reported product. A follow-up will be performed to investigate this discrepancy. To rule out the possibility of a non-conforming product, batch record reviews will be requested. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 08-oct-2025 by a nurse practitioner concerning a 46-year-old female patient. The medical history of the patient included asthma, anxiety, migraines, cold sores, visual snow syndrome, suspected polymorphous light eruption, which could be an autoimmune condition, allergy to erythromycin and ceclor, and hay fever. Concomitant medications included seroquel [quetiapine fumarate] and symbicort [budesonide, formoterol fumarate]. No information about previous filler treatments has been provided. On (B)(6) 2023, the patient received treatment with 2 vials of sculptra (lot 3j2482) to unknown location in the deep dermis using a cannula with an unknown injection technique. Each vial of sculptra was diluted with 8 ml of normal saline [sodium chloride] and 1 ml of lidocaine [lidocaine hydrochloride]. The sculptra was diluted with normal saline/injected using cannula (intentional device misuse). On (B)(6) 2023, the patient received treatment with 2 vials of sculptra (lot 3j3072, expiry date may-2026) to unknown location in the deep dermis using a cannula with an unknown injection technique. Each vial of sculptra was diluted with 8 ml of normal saline and 1 ml of lidocaine. On (B)(6) 2024, the patient received treatment with 2 vials of sculptra (lot 3j4235) to unknown location in the deep dermis using a cannula with an unknown injection technique. Each vial of sculptra was diluted with 8 ml of normal saline and 1 ml of lidocaine. The patient was given all appropriate post-treatment instructions, including the importance of massaging using the 5/5/5 method. The patient reported that she performed the massage as advised. Between (B)(6) 2024 to (B)(6) 2025, the hcp saw the patient for her regular neuromodulator treatments, and there were no complaints of nodules. In (B)(6) 2025, the hcp saw the patient who complained of some nodules/lumps (implant site nodule) in the injected area. These were palpable nodules with no signs of infection, erythema, heat, or tenderness. The hcp treated the area with normal saline and advised massage for 5 minutes, 5 times per day for 14 days, and to return to the clinic. Two weeks later, in 2025, the patient returned to the hcp, who again treated the area with normal saline and advised massage. In (B)(6) 2025, the hcp saw the patient, and the nodules remained. The hcp treated her with small aliquots of kenalog [triamcinolone acetonide] 10mg/ml into the nodules and again advised massage using the 5/5/5 method. Two weeks later, in 2025, the patient returned to hcp, who again treated the area with normal saline and advised massage. In (B)(6) 2025, the patient returned to the hcp. The larger nodules had broken up into many smaller lumps. The patient reported that she had manually drained one of the nodules and expressed white fluid out of it. The hcp did not observe any evidence of an abscess, and there was no erythema or heat. The patient was clinically well. The hcp again administered kenalog 10mg/ml in small aliquots to the larger nodules and advised massage. Two weeks later, in 2025, the patient returned to hcp, who again treated the area with normal saline and advised massage. In (B)(6) 2025, the patient returned to hcp, and the nodules were slightly smaller. She experienced some tenderness (implant site pain) from the massaging, but there were no signs of infection. The area was again treated with normal saline. Two weeks later, in 2025, the patient returned to the hcp and observed that some nodules had improved. The hcp started to notice signs of atrophy (implant site atrophy) in some areas where the nodules had resolved. The hcp did not treat the patient again with steroids and decided to wait and watch. In (B)(6) 2025, the patient returned to consult a medical aesthetician, as suggested by the reporting hcp, for an opinion. She did not receive any treatment other than ceulluma led light therapy, and the lumps persisted. During this appointment, the patient disclosed a history of polymorphus light eruptions. The patient expressed concern about the atrophy that had occurred due to the steroid treatment. At this point, she did not want excision, and the hcp also believed it was not necessary. Outcome at the time of the report: nodules/lumps was recovering/resolving. Tenderness was unknown. Atrophy was unknown. Sculptra was diluted with normal saline/injected using cannula was recovered/resolved.